Event description:
This is a repeat product defect occurrence for previous MDR 1014430-2007-00001 with a report date of (B)(6)2007, pressureguard easy air, an alternating pressure mattress, for a weld failure in the top cover fabric. This event did not result in an adverse event for the patient.

Manufacturer narrative:
This device failure is reported as a result of a previous, similar failure associated with a patient falling off the mattress. This design was discontinued in april 2006.